Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using m.r.I. Ultra slimport implantable port, chrono flex single-lumen, 6f venipuncture at the right upper arm. During the procedure puncture needle was allegedly found flushing process was not smooth and signs of bending. Reportedly, the puncture needle was allegedly found problem with infusion and aspiration. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding an introducer needle. The needle was noted to be slightly bend and deformed. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue, and the investigation is inconclusive for the reported difficult to flush, suction problem issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f venipuncture at the right upper arm. During the procedure puncture needle was allegedly found flushing process was not smooth and signs of bending. Reportedly, the puncture needle was allegedly found problem with infusion and aspiration. There was no patient contact.